Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial tachycardia (at)/ atrial fibrillation (af) on store d electrograms (egm) resulting in false termination of at/ af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.